Event description:
It was reported that this pacemaker exhibited crosstalk oversensing. Upon review, it was discussed that the patient had numerous rythmiq episodes stored. Technical services (ts) reviewed possible causes and troubleshooting options. It was noted that the device was approaching explant. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.